Event description:
The physician attempted to use a 2.0 mm diameter x 12 mm length sprinter legend rapid exchange (rx) balloon dilatation catheter to pre-dilate a lesion. It was reported that the balloon became stuck during the first attempted inflation. No further information has been provided on the event. Post procedure patient status was reported as fine and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The balloon had been partially inflated. Scratches were evident along the balloon. The distal tip was damaged. The device was pressurized however the balloon failed to inflate. A pinhole was located on the distal edge of the working length.

Manufacturer narrative:
Results: (root cause of reported event cannot be determined based on limited information). Conclusions: no conclusion can be drawn (root cause of reported event cannot be determined based on limited information). (B)(4).